Event description:
Info has been received from a physician's assistant on 6/22/1998, 9/1/1998 and 9/13/1998 regarding a female pt who received two synvisc injections in the left knee (5/26/1998 and 6/2/1998) in the treatment of osteoarthritis. Concomitant therapy included prophylactic anticoagulant therapy for prior right leg deep vein thrombosis. Additional medical history included a 3 year history of osteoarthritis of the knee (moderate grade with joint narrowing by x-ray). The pt had an artrhocentesis (20 cc) of the left knee prior to the first synvisc injection (5/26/1998) with no reported problems. The pt, however, experienced a deep vein thrombosis in the right leg following the second injection in the left knee (date of diagnosis unk). She was hospitalized for 3-4 days (treatment included intravenous heparin therapy). Reportedly, the pt's orthopedist did not attribute her deep vein thrombosis to the synvisc injections. Distributor's comments: this report is being submitted as the distributor's request, as they have recently determined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MDR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. The MFR has included this case in the safety summary of the PMA annual report for this device medical product.